Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Adc customer service could not document the calibration code stored in the meter's memory, because the customer reportedly lost the cal bar. It was also additionally reported the customer squeezed the test site excessively to obtain a blood sample. Adc customer service educated the customer on the proper technique to obtain a blood sample.

Event description:
The customer's wife reported the customer received a high reading on his meter and thought the reading was higher than he was actually feeling. The customer's wife also reported the customer did not feel well and lost consciousness, but no third-party medical intervention was required. It was also reported the customer took his regular diabetes medication. There was no report of death or permanent impairment associated with this event.